Event description:
Caller reported that alarm 01 occurred. There was no reported impact to the customer¿s blood glucose level. Despite efforts to resolve the issue by loading a new cartridge, the alarm recurred, leading to technical support deciding to replace the pump, although it was noted that the pump was not under warranty.